Event description:
It was reported that on (B)(6) 2022, the patient underwent a spinal fusion. During final torque the surgeon felt the torque handle was not going to torque out. A different instrument was used. There was a surgical delay of two (2) minutes. There were no patient consequences. The procedure was successfully completed. This report is for a torque handle. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: patient ID: (B)(6). Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a synthese sales representative without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.